Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient's mother claimed sensor wire was hanging off applicator barrel. Patient's mother inserted sensor into patient's arm which is not an approved site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.